Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted using a prostar xl device with a 10f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, while closing the artery with the prostar xl sutures, one suture worked correctly; however, one prostar xl suture (green one) thread broke. Another prostar xl device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment could not be replicated as the sutures and needles were not returned for analysis. The reported suture detachment and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.